Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-01844 and manufacturer report # 3005099803-2013-01845 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligator's were used for a variceal banding procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the device was advanced to the target area and the physician rotated the handle for deployment however; the band failed to deploy. The device was removed from the patient and from service. Another device was set up on the scope and advanced to the target area and again; the physician rotated the handle for deployment however; the band failed to deploy. The device was removed from the patient and from service and the case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the ligator head found all seven bands present on the ligator head. The suture was broken with the proximal end attached to the trip wire loop. The suture was most likely broken while the device was being removed from the scope. Functional analysis revealed that the when the handle knob was rotated 180 degrees, an audible click could be heard. Physical examination of the device found the trip wire to not be secured in the handle assembly slot. The handle assembly slot and trip wire did not present evidence that the trip wire had been secured during use. The trip wire was not being secured during device setup could impact the deployment activity of the bands during use. The most probable root cause of is user/use error. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-01844 and manufacturer report # 3005099803-2013-01845 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligator¿s were used for a variceal banding procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the device was advanced to the target area and the physician rotated the handle for deployment however; the band failed to deploy. The device was removed from the patient and from service. Another device was set up on the scope and advanced to the target area and again; the physician rotated the handle for deployment however; the band failed to deploy. The device was removed from the patient and from service and the case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.